Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a generator exchange. It was noted that the right ventricular lead exhibited high impedance, high capture thresholds, and insulation damage. The patient was asymptomatic. The physician capped the lead on (B)(6) 2021. The patient was stable throughout the procedure.